Event description:
It was reported that during a tvt procedure one of the needles tore from the tape. The surgeon re-attached the tape with suture and completed the procedure. There were no pt consequences reported.